Event description:
Customer reported that a pca module was not infusing correctly. A nurse reported that she thinks a pca module was inaccurate and over infused 3ml (3mg) of a narcotic. They have requested a log review of the pca module (pc unit not available) and want the device checked for accuracy. The contact information for the nurse will not be released so the intended programming is not available. There was no report of patient harm or medical intervention. No further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow-up report will be submitted with failure investigation results once the evaluation has been completed.